Event description:
It was reported by service report that the calf supports not holding with pt weight. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Results: calf supports.